Manufacturer narrative:
(B)(4). Date sent: 1/22/2024 d4: batch # unk h6: health effect ¿ clinical code gastrointestinal system (e10). An analysis of the product could not be performed since a physical sample was not received for evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. However, if the product is received at a later date, the investigation will be updated as applicable. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. Additional information was requested, and the following was obtained: what is the correct product code? Unknown how far from the anal verge was the anastomosis created? Unknown what were the indications for surgery? Diverticulitis, suspected leak what surgical procedure was performed? Sigmoidectomy did the patient receive any preoperative chemotherapy or radiation? No were there any issues experienced with the device in the initial surgical procedure? No what healthcare professional fired the device and what is his/her experience with the device? Unknown where in the green gap setting scale was the indicator located prior to firing (low-b, middle-b, or high-b)? Unknown did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? Unknown were there any issues with device use/firing? No what confirmation was received that the device completed the firing sequence? Unknown was the green checkmark visible at the end of the firing? Unknown how many counter-clockwise revolutions of the adjusting knob were used to open the device? Unknown was there any difficulty removing the device? Unknown was a complete transection of the white breakaway washer visually confirmed? Unknown were the donuts inspected? If so, please describe. Unknown were there any issues noted with staple formation? If so, please describe the shape and location. None mentioned. Just said device worked great. What was the total estimated blood loss (ml)? Unknown was a transfusion required? No how was the bleeding addressed? Unknown what was the pre and postoperative anti-coagulant and pain management protocol? Unknown was the bleeding intraluminal or extraluminal? Unknown. It was always described to me as a leak instead of bleeding. What is the current patient status? As of 1/12/24, still in ICU. See additional notes below. Was a leak test performed? If so, what type and what was the result? Unknown was the staple line visualized endoscopically during the initial surgical procedure? Unknown how many days postoperative did the leak occur? 2 how was the leak identified? Initially during a CT scan with contrast on 1/6/24. It was then confirmed during a re-op procedure on 1/6/24. It was then further confirmed during a 2nd follow-up procedure, which was a colonoscopy on 1/12/24. Another surgeon put a clip on the leak site. He confirmed the clip was placed at a leak site at the circular stapler line. What was observed at the site of the leak upon reoperation? Unknown, other than he confirmed there was a leak. He said the leak was very small and about the size of a pin. During the 1st re-operation on 1/6/24, the surgeon had issues identifying exactly where the leak was coming from due to its very small size and location. The leak site was confirmed during a colonoscopy on 1/12/24. How was the leak addressed? I don't know all the details, but I do know during the first re-op procedure on 1/6/24 the surgeon gave the patient a colostomy bag and added a drain to the leak site. Drain was monitored for several days and continued to emit a brown fluid. This is why they did a second procedure on 1/12/24, which was a colonoscopy during which they clipped the leak site. Initial reports following the colonoscopy are that the drain is no longer emitting brown fluid. Patient is currently being monitored in the ICU due to elevated white blood cell count. Were there any issues experienced with the device in the initial surgical procedure? No does the surgeon believe the post-operative stenosis was related to an alleged deficiency of the device or were there other contributing patient factors? Please explain. Unknown, though he told me initially after the first procedure that the staplers worked great. He also commented the patient was in poor health prior to the surgery due to his age and was described as frail. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a sigmoidectomy procedure, used ethicon powered circular to remove a section of the colon deep in the pelvis along with the rectum and a portion of the anus. Procedure was being performed to both address diverticulitis and a suspected leak site. Also used a linear stapler during the same procedure to make a second, unplanned anastomosis where the bowel had grown into surgical mesh from a prior bladder-related procedure. Surgeon commented all staplers worked great during the procedure. Patient started having extreme pain (10/10 as stated by the patient) within 48 hours post-surgery. CT scan revealed a leak in the region of the circular stapler line. Patient had liquid, bloody stool. Surgeon was unable to find the exact source of the leak due to how small it was, though the leak was either from or immediately adjacent to the circular staple line. Surgeon stated the second unplanned anastomosis looked great and was causing no issues.

Manufacturer narrative:
(B)(4). Date sent: 4/10/2024. Additional information received the patient unfortunately passed away on (B)(6). The reporter and the patient (before death) did not feel that the post-operative issues reported after this procedure were associated with the device. The patient had multiple previous surgical procedures and extensive diverticulitis affecting the patient¿s tissue condition. In the weeks leading up to the patient¿s death he experienced numerous additional illnesses (covid) and infections requiring isolation. Due to the time between the use of the device, the patient comorbidities, and patient tissue condition, the complaint reporter, nor the operating surgeon believe there was an alleged deficiency of the device that may have caused or contributed to the patient¿s eventual demise.